Event description:
It was reported to philips that the battery for the device failed multiple calibration attempts. There was no reported patient or user involvement and no adverse patient/user impact.